Event description:
The event was about one week ago from the date of the initial report. The catheter could not be aspirated so contrast was shot in the catheter. A leak was found in a section that was not implanted, but close to where the tubing was. The implanting physician probably cut the catheter or hit it with a suture, so the entire catheter was replaced.

Event description:
It was reported that a catheter was being implanted and a "hole was found on catheter outside of body". There was no drug in the catheter and the pump was not open. Per reporter, there were "no patient symptoms and, as far as I know, patient has no issues". The catheter was disposed of.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, lot# n319034003; catheter: model# 8709sc, lot# n322174002, implanted: (B)(6) 2012, explanted: unk. (B)(4).